Event description:
Generator was interrogated in pre-op and high impedance was observed. Generator was at eos. Full revision was performed. The explanted lead was discarded. No additional relevant information has been received.